Manufacturer narrative:
Device not available for return. Investigation in process but not yet complete.

Event description:
It was reported that, "notified by hospital that case was scheduled to address broken implant. Case scheduled (B)(6) 2011, 1st mpj plate removal from the 1 ipj. Findings: plate was fractured at the 2nd most distal screw hole - surgeon noted that no lag screw was used at fracture site. Surgeon noted that fracture site was not reamed. Lag screw, plate and hydroset were used to fix fracture."